Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2017 with the following findings: during investigation, visible moisture was found in the battery compartment. The battery compartment was cracked near the top left corner of the grip pad, and above the grip pad. A leak was found in the battery compartment. The pump was opened to find moisture corrosion on the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing)- battery compartment issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.